Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -12.5/2.0/012 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) as a replacement lens on (B)(6) 2023. The surgeon reports the patient's vision (ucva) is not meeting expectations; and will be monitored. Lens remains implanted.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - ucva not meeting expectations. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).